Event description:
The pump was returned for investigation. Investigation revealed that the pump powered up to a blank display. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump powers to a blank display. The display is damaged and cracked in multiple places. Investigators replaced damaged display with test display. The test display is fully functional and fully illuminated with no visible signs of fading or discoloration. (B)(6). Device history record review was conducted on (B)(4) 2013 with the following findings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.